Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that latch striker was missing magnet on full height drawer. The field service engineer installed a replacement magnet to resolve the problem. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported when using the pyxis medstation es system, there was multiple broken drawers. The customer reported that the issue arose when the user attempted to dispense medication to the patient. There were no adverse events or injuries reported based on this incident.